Event description:
The user facility reported that the patient underwent a coronary angiography. The angio-seal was used for an occlusion; however, it was not released. No blood loss was reported. Additional information was received on 18aug2025: the procedure sheath size used was a 6 french. A pre-deployment angiogram was performed. There were no difficulties with the arterial access, sheath, guidewire, or catheter insertion. The angio-seal clicked twice. There were no issues with insertion of the device. The anchor and collagen were released. The whole device pulled out of the patient. Hemostasis was achieved by manual compression. The patient was stable.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E1: initial reporter name: unknown. E1: phone number: unknown. E3: occupation: unknown. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, update section h3, and to provide the completed investigation results. One (1) 6 french angio-seal vip device was returned for product evaluation. The returned sample includes the guidewire, hemostasis sheath, carrier tube, locator, and packaging. The device was subjected to visual analysis. The device appears to be in used condition, with visible signs of blood. The hemostasis sheath and carrier tube were returned fully mated and fully rear locked. The anchor was visible within the distal tip. Functional testing was performed by resetting the device to the forward lock position. The anchor deployed from the distal tip. The device was then reset to the fully rear locked position. However, the anchor detached, and deployment testing was unable to be completed. The device was returned fully rear locked with the anchor in the distal tip. The anchor detached during functional testing, which is likely to have occurred due to sample deterioration prior to device return. The complaint could be confirmed for a non-deployment pullout. The exact root cause cannot be determined. The likely cause was determined to have been an obstruction to the distal tip preventing device deployment. The device history record review determined the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).